Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Follow up on (B)(6) 2014 indicated that customer was able to load a new cartridge successfully.